Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit alarming was confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis to the service depot and was evaluated and tested on 18nov2021. The mpu was found to intermittently beep upon manipulation of the patient cable. The patient cable was replaced, and the issue was resolved. A full functional checkout was performed, and the unit passed all testing. The mpu was returned to the customer site. The replaced patient cable was forwarded to the product performance engineering (ppe) lab for further evaluation. The mpu underwent further testing by ppe. The patient cable was connected to a test mpu and test system controller. The mpu¿s patient cable was manipulated during testing and was noted to beep when bending the cable. The patient cable underwent insulation testing and did not pass. During continuity testing, the black and red wires were noted to have increased resistance. The patient cable¿s outer jacket was removed to inspect the underlying wires. Damage to the outer coatings of the black and red wire were found. The root cause of the reported event was conclusively determined to be due to damaged wires within the patient cable of the mpu; however, the root cause of the damage was unable to be conclusively determined through this investigation. The device history records were reviewed for the mobile power unit (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 26jan2021. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that a patient brought in a mobile power unit (mpu) that constantly alarmed when plugged in. Mpu was plugged in clinic and initially all lights displayed and constant alarm was present. When plugged in again, mpu went through normal start-up sequence and no longer alarmed. The customer requested repair or replacement mpu.